Manufacturer narrative:
Based on CAPA investigation and astm testing, oil degradation can cause odor/smells for sterrad systems. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), system hazard and user misuse analysis (shuma), and corrective and preventative action (CAPA). The DHR was reviewed and indicated no anomalies which could have contributed the customer's experienced issue. The unit met all specifications at the time of release. The service history for this unit for the past six months (01/30/2014 to (B)(6) 2014) did not identify any significant trend. The trend for the product malfunction code of odor/smells was analyzed from 07/2013 to (B)(6) 2014 and identified a breach in the ucl. The trend is addressed in a CAPA. The fmea revealed the risk is at an acceptable level. The shuma indicates the risk is as low as reasonably practicable for mild (limited) exposure to odor or odorants. CAPA investigation as well as the astm testing performed indicated oil degradation can cause odor/smells for sterrad® systems. No parts were not available for analysis. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.

Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was confirmed. The vacuum pump oil, catalytic decomp filter, oil mist filter were replaced. Unit meets specifications and was returned to service on (B)(4) 2014.

Event description:
An international customer reported an event of an "oil smell" emitting from the sterrad® 50 sterilizer. There was no report of any injuries or human reactions. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.